Manufacturer narrative:
The stapler 45 instrument involved with this complaint has not been returned to isi for evaluation; therefore, the root cause of the customer reported issue cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No system errors related to the stapler 45 instrument were found to have occurred during the surgical procedure. The system logs reveal that the surgeon was able to successfully clamp and fire 3 separate blue stapler 45 reloads using the stapler 45 instrument involved with the reported event. The system logs also reveal that the stapler 45 instrument has been used by the same surgeon in two subsequent da vinci-assisted surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sub-total colectomy procedure, the patient was found to have sustained a staple line leak where a blue stapler 45 reload was fired. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted sub-total colectomy procedure the patient experienced an anastomotic staple line disruption on post-operative day 4. According to the surgeon, she used 2 green stapler 45 reloads to transect the rectum during the da vinci-assisted surgical procedure. The surgeon indicated that a staple line leak occurred in a location where the second green stapler 45 reload was fired. On 05/05/2016, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: after the patient was taken back to the operating room (o.r.) On post-operative day 3 or 4, a partially disrupted staple line on the rectum was observed on the lateral side. The surgeon clarified that she had actually used blue stapler 45 reloads during the da vinci-assisted surgical procedure and not green stapler 45 reloads as initially reported. The surgeon indicated that she had used firefly and performed pneumo testing during the surgical procedure. No issues were noted. The patient's tissue was reportedly fine. The patient also had not undergone any previous medical procedures such as radiation in the area of the staple line leak.

Manufacturer narrative:
On 05/31/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the da vinci-assisted colon resection procedure. There were no reports of any malfunction of a da vinci system, instrument, or accessory during the surgical procedure. According to the csr, the surgical procedure went smoothly with no reported intra-operative complications. While still in the hospital, the patient developed a fever on post-operative day 3 or 4. During that time, a staple line leak was identified and the patient underwent another surgical procedure to repair the leak. Details regarding the repair of the staple line leak were not provided. The patient remained in the hospital for an additional 5 days post-operatively to recover and was then discharged. There were no reports of any additional post-operative complications. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted sub-total colectomy procedure, the patient was found to have sustained a staple line leak where a blue stapler 45 reload was fired. However, at this time, the root cause of the staple line leak is unknown.